Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer did not open during medication issue. A field service engineer (fse) arrived onsite at medbank and found that zones 9 and 10 were not on the bus. The tss replaced the drawer controller printed circuit board (pcb) for zone 10 as well as the module pcb and coordinated with the medbank technical support specialist (tss) connected to the unit remotely. The drawers were then reconfigured and reassigned, after which the drawers opened successfully. Proper functionality was verified using the tester application, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower system drawer did not open during medication issue. The customer stated that the drawers 9 and 10 were showing up as yellow in the populate buttons menu. The customer stated that this malfunction occurred during medication issue. However, there were no adverse events or injuries reported based on this event.